Event description:
Following a diagnostic procedure, an attempt was made to deploy an angio-seal device. The angio-seal sales representative was present as this was the physician's first deployment; during the deployment sequence the rep instructed the physician to pull upwards on the suture while compacting the collagen. The physician then pulled up sharply on the suture. The entire device came out; deployment was not achieved. Both halves of the anchor were noted to be intact with the retaining suture; however, one anchor leg was broken. Manual pressure was applied for 45 minutes and hemostasis was achieved. The groin site was without hematoma or bruising, and the pt had no further complications.